Manufacturer narrative:
Corrected information provided in h.6., and h.11. The "food and drug administration (FDA) eval code type" [conclusion] was updated from d11 to d15. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The returned wet active fluidics management system (fms) cassette was visually examined. The aspiration tubing was found detached from the cassette upon receipt. Under high magnification, insufficient solvent residue was observed on the end of the aspiration tubing, and the tubing was not fully seated within the cassette port. An incomplete insertion of the aspiration tubing can interrupt the vacuum pathway and contribute to the vacuum-failure condition reported by the customer. Regarding the current incident report, the incident date appears to fall later than the respective device expiry dates because the ¿event date¿ recorded in the respective complaint files is not the actual incident date. For initial vigilance report submissions, the event date per standard operating procedure (sop) is a mandatory field. When the actual incident date is unavailable, we apply the following convention: ¿ start date: the first day of the month in which the complaint was received ¿ end date: the actual date of receipt of the complaint thus, in this scenario, the event date provided is not the actual date of occurrence. This has been clearly noted in section 5 (vigilance comments) of the report, stating, ¿the actual date of the incident is unknown.¿ additional information regarding the date(s) these incidents actually occurred was requested but not provided to date. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. No direct manufacturing or process deviation was identified. However, the investigation did identify a probable root cause related to operator handling of tubing connections prior to full curing. Testing demonstrated that adequate adhesion requires sufficient curing time following the solvent-wetting and socket-bonding process. Incomplete curing may compromise adhesion at the tubing-to-fms interface and result in difficulty achieving vacuum. In 2023, corrective actions were initiated (8/2023) and completed(10/2023) in response to this observed trend of complaints associated with leak at tubing connection. These actions were designed to address the identified probable root cause related to handling tubing connections prior to full curing. The following measures were implemented: - increased curing/drying controls: methods were introduced to ensure adequate curing time after the socket-bonding process and before testing on pods. - procedure updates: the applicable manufacturing procedure was revised to incorporate explicit curing-time requirements and to prevent reinsertion or manipulation of tubing prior to full curing. These actions were implemented to strengthen process controls and reduce the likelihood of incomplete bonding at the tubing connection. Lastly, the investigation confirmed the affected lot was manufactured prior to the corrective actions taken. The reported lot was manufactured three (3) years ago, and all pre-corrective-action product has since expired. Complaint data for all company products is reviewed monthly to monitor for adverse trends. There is no adverse trend for this issue as all pre-corrective action product has since expired. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that no vacuum build up during quadrant removal. Additional test was performed but vacuum did not go higher than 62. The procedure type was unknown. The surgery went well after replacing with new cassette. No patient impact was reported.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.